Event description:
It was reported that vasospasm occurred. The target lesion was located in the moderately calcified right coronary artery. A 3.00x16mm promus element plus drug-eluting stent was advanced but could not cross the lesion. The device was removed and the procedure was not completed due to the patient having a spasm. No further patient complications were reported and the patient was stable. There is no other information available regarding the patients medical history or concurrent medical conditions.

Manufacturer narrative:
Device evaluated by MFR: a 3.00 x 16mm promus element plus stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No issues were identified during the product analysis.

Event description:
It was reported that a vasospasm occurred. The target lesion was located in the moderately calcified right coronary artery. A 3.00x16mm promus element plus drug-eluting stent was advanced but could not cross the lesion. The device was removed and the procedure was not completed due to the patient having a spasm. No further patient complications were reported and the patient was stable.